Event description:
According to the reporter, during a laparoscopic living donor nephrectomy, the device started working poorly. A new device was used to complete the procedure. Jaws were not closing completely. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument registered a mechanical fault. The instrument was disas sembled; a crack was noticed in the proximal portion of each probe shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.